Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.00/+1.0/171 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.